Manufacturer narrative:
Event description: as reported, during a left kidney ureteral lithotripsy, the proximal end on the yellow sheath from an ngage nitinol stone extractor was found to be separated and the basket could not be opened to capture a stone. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned to cook for investigation in the open package. Upon visual inspection, the support sheath is separated 11 mm from nose of mlla and the length of the separation is 3 mm. The basket sheath is exposed and approximately 1mm of coil is exposed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search found two other complaints had been reported for this lot. It is possible the other complaints from the lot had the same/similar failure as this complaint, but there was not enough evidence to conclude the two other complaints were related. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU states, "excessive force could damage device." Based on the information provided, inspection of the returned device, and the results of the investigation, a cause for the observed damage could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a left kidney ureteral lithotripsy, the proximal end on the yellow sheath from an ngage nitinol stone extractor was found to be separated and the basket could not be opened to capture a stone. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter name and address: customer postal code = (B)(6). Initial reporter occupation: customer occupation = unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.